Event description:
A peritoneal dialysis patient reported that he had been in the hospital recently. A follow up call was made to the patient's peritoneal dialysis nurse; the patient was admitted on (B)(6) 2014 for pericardial effusion/pericarditis. The patient was discharged on (B)(6) 2014.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.